Manufacturer narrative:
(B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to a changed caregiver. The same day as the onset of peritonitis; the patient was hospitalized for the peritonitis event and was treated with unspecified antibiotics. The same day the patient passed away. The cause of death was reported as due to infection (unspecified), shock and peritonitis. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available as the reporter declined to provide any further information.